Manufacturer narrative:
Reference MFR. Complaint #of1998-5-21-118. No samples were returned and no produc identification info was provided. Co is unable to investigate this report due to lack of info. Co will reopen the complaint if a sample or lot info is provided.

Event description:
Customer reported that a pt had a feeding tube in place for about 20 days. Upon removal the tube broke and the distal four inches of the tube remained in the pt's stomach. The tube fragment was seen on x-ray and was removed via endoscopic procedure.